Event description:
Litigation papers allege: on (B)(6) 2002, patient was implanted with a depuy pinnacle hip implant on his right side. Patient began experiencing pain and tenderness in his right hip and groin. He suffered several dislocations of his hip implant. On (B)(6) 2002, patient was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update: 10/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2002 - dor: (B)(6) 2002 (right side). The devices associated with this report were not returned. A review of the device history records for lot codes ych39 and yau31 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.